Event description:
A complainant alleged that an employee had experienced a reaction with symptoms of burning of the eyes, swelling of the eyelids and red sclera after their eye was exposed to the caviwipes.

Manufacturer narrative:
The employee sought medical attention at a hospital where he was given eye drops. To date, the employee is doing fine. The product involved in the alleged incident was not returned. In addition, no similar complaints were received with regard to this lot.